Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with a trial to permanent therapy system. It was reported, the pt experienced continual bleeding at the exit wound site. Follow up on this matter found the reported issue has resolved. No further complications were reported.